Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na) and ise chloride (cl) on "some" patient samples. The customer provided five examples of the questionable results. Of those five, it was determined that one of the samples had erroneous results that were reported outside of the laboratory. The customer indicated they had intermittent issues with ise instrument alarms for the past 1-2 weeks. The nightshift had performed green rack maintenance as part of daily maintenance and calibrated and ran controls. The customer noticed that na results were not matching previous results from previous samples. The customer repeated samples on an integra 800 instrument and found that the na and cl results were lower on the integra 800. The customer indicated the samples were run around 6:00-6:30 am on (B)(6) 2014. As part of troubleshooting, the customer replaced the ise electrodes, replaced the reagents and ran dummy serum through the ise electrodes. The customer tried to calibrate multiple times, but received calibration flags. The initial na result was 151 mmol/l, which was reported outside of the laboratory. The sample was repeated on an integra 800 and generated a repeat result of 145 mmol/l. The customer deemed the results from the integra 800 to be correct. There was no adverse event. The lot number for the na electrode in use was v45, with an expiration date of 04/30/2014. The field service representative could not determine an exact cause; however, he did find salt deposits on the preamplifier circuit board. He cleaned the circuit board, and performed other maintenance activities. He performed calibration, qc and a precision check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was determined that the customer was using expired potassium and chloride electrodes. It was also noted that the centrifugation time was too short.